Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient has had interstitial cystitis and urinary tract infections sporadically for years. The patient had a uti for the last 3 months and had been taking oral antibiotics. The patient noted that they would continue to do so for the next 6 months. The patient noted that urination was painful. The implant also noted discomfort and pain near their hip from their implant when laying on their side. Their physician noted that moving the device was a possibility. Upon testing their stimulation, the patient felt discomfort and pressure at their ins site and down towards their right butt cheek underneath their ins. The discomfort increased as the stimulation was increased. The patient shut off their device to assess. The patient later noted that the discomfort was present whether the device was on or off. The patient had lost 25 pounds recently. The battery was lateral and over their hip bone. The patient was interested in a pocket revision or a device replacement. The patient noted that they would discuss with their physician. The issue is ongoing. There were no known device issues.